Event description:
The following was reported to gore via a voluntary medwatch report: on or about (B)(6) 2022, an 8mm x 29mm gore stent, possibly a gore® viabahn® vbx balloon expandable endoprosthesis was being used when the stent broke off the catheter before device deployment. The physician was able to retrieve the undeployed stent. Multiple details are missing from the received report. The brand name was not specified, reason for treatment and anatomical location being treated is unknown. Information does not specifically state how the stent 'broke off' and how it was retrieved. Patient status is also unknown.

Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. Multiple details are missing from this report as gore was unable to obtain the information. (B)(4). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B1 and h1: fields were updated to malfunction. The voluntary medwatch report did not report any patient harm. The physicians were able to retrieve the dislodged stent.